Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. The customer's blood glucose value was 54 mg/dl. Customer also reported that they had received failed battery alarm and the contacts were damaged. Insulin pump will not be returned for analysis.